Event description:
During a remote follow-up, noise that resulted in oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The suspected cause of the event is due to insulation damage, although not confirmed. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.